Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred and patient required surgical intervention for sheath removal. It was initially reported that the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was damaged. This was noticed when trying to insert the dilator into the hemostatic valve in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The vizigo sheath was replaced, and the procedure continued. On 20-dec-2022, biosense webster inc. Received additional information about the patient and event. It was reported the adverse event occurred during use of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The physician¿s opinion on the cause of the adverse event is that it was bwi product malfunction related. The patient was reported to be fully recovered and did not required extended hospitalization due to this event. The physician¿s contact information has been added to the appropriate fields under section e and additional concomitant products have been added to field d10. Concomitant med products. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the shaft was cut off from the handle, in addition, the hemostatic valve was missing on the hub of the carto vizigo sheath. For this reason, a guidewire was inserted through the handle and shaft and the valve was not found inside the vizigo; however, the valve separated from the device. Since the device was found with the shaft cut off, was unable to analyze for other tests. The hemostatic valve dislodgement could have contributed to the obstruction reported by the customer and the surgical intervention required to remove the sheath from the patient, however, this could not be conclusively determined. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). Correction: it was noticed that field "b1. Is product problem" was not check marked in the 3500a initial MDR. As such, the field has not been check marked.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred and patient required surgical intervention for sheath removal. It was initially reported that the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was damaged. This was noticed when trying to insert the dilator into the hemostatic valve in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The vizigo sheath was replaced, and the procedure continued. Additional information was later received indicating it was difficult to pass the dilator through the sheath. The valve at the end of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was loose. The hemostatic valve broke into two or more separate pieces and the hemostatic valve became detached from the sheath. The sheath was being used on the patient. The sheath was cut in order to remove from the patient. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was unknown. No medical intervention was required to stop the bleeding. No information regarding health effects were experienced.

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).